Event description:
The device was used during abdominal hysterectomy procedure. Reportedly, the instrument failed to fire properly. The surgeon used a new instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.